Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an air detected set alarm , which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air detected set alarm was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to failure of the air in line printed circuit board. The pumphead module, including the air in line printed circuit board, was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.